Event description:
It is reported that the pt was revised due to dislocation.

Manufacturer narrative:
Eval summary: the dislocation may have been caused by one or more of the following: malpositioning of the hip replacement implants, neuromuscular problems or other medical conditions, excessive weight gain or physical activity. Failure to preserve the strength and / or proper tension of the tissues around the hip. Poor quality of bone, prior surgery or fracture through the hip joint. Surgical notes from the primary surgery were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Cause cannot be determined. Eval: review of the device history records did not find any deviation or anomalies. It is not suspected that the product failed to meet specs.